Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the up arrow button responded intermittently. Insulin pump will be replaced.